Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor within 10 mins. Results of 67 mg/dl, 314 mg/dl and 270 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury of mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.